Event description:
Ous MDR - the patient was implanted on (B)(6) without using fluoroscope, guided by electroanatomical map, because she is pregnant. All the electrical parameters were ok (sensing 7 mv, pacing impedance 550 ohm and threshold 0.7v@0.4ms). On (B)(6) we had the hm alert of low ventricular sensing (<2mv); at the follow-up a very low sensing (around 1 mv) and no capture was noted. On (B)(6) the lead was repositioned without complications. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.